Event description:
It was reported the patient's blood glucose level rose to between 15 to 20 mmol/l (270 to 360 mg/dl) while wearing the pod between 5 and 24 hours. The patient delivered 6 u of insulin with an insulin pen when their blood glucose level reached 20 mmol/l. The patient confirmed that the pink slide did move forward and the cannula inserted into the skin during wear. The adhesive was secure, there was no insulin smell on the skin, and the patient did not receive any alarms or alerts. Upon removal of the pod, the cannula appeared normal. The patient was able to activate a new pod. It was reported that the patient had changed the insulin brand from novorapid to humalog.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdownomnipod 5 software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.